Manufacturer narrative:
(B)(4). Batch # u5an9u. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Additional information was requested, and the following was obtained: what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezed closing trigger while depressing release did the jaws eventually open? No.

Event description:
It was reported that during an unknown procedure, the surgeon fired the device on tissue. Once the firing sequence was completed, the device was removed from tissue and taken out of patient. When the scrub tried to open device to remove the current cartridge and put in a reload, she was unable to open the jaws. She squeezed the closing trigger while depressing the release, but the jaws never opened. There were no patient consequences.